Event description:
The alaris IV pump was set up using the guardrail infusion to infuse magnesium 3 gram rider over 180 minutes. Within the hour (60 mins) the bag was dry. The pump was running as programmed but the bag ran dry. No harm was caused to the pt.